Event description:
On 05-feb-2026, chamberlain technologies became aware of a complaint involving a previously implanted surgimesh xb device. The device had been implanted on (B)(6) 2022. During a subsequent surgical procedure, the surgeon observed tissue adhesion involving the silicone-coated surface of the mesh. A portion of the mesh was surgically excised. The remaining portion of the device remained implanted. No patient impact. The device was not returned for evaluation. A review of the device history record for the reported lot has been initiated. No additional clinical details have been provided to date. Investigation remains ongoing.